Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas for an unrelated issue and during the call mentioned that she had leaking cartridges with her previous pump. The pump and cartridges were no longer available for troubleshooting. The patient noted air bubbles in the cartridge and leakage in the cartridge compartment. The patient stated that she could smell insulin in the cartridge compartment. There were no reported blood glucose excursions as a result of the alleged cartridge leak. There is no additional information available at this time. This complaint is being reported because cartridge leaks can lead to under-delivery of insulin.